Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Al-saiegh f, baldassari m, sweid a, bilyk j, mouchtouris n, hafazalla k, abendroth m, velagapudi, khanna o, chalouhi n, sajja k, tjoumakaris s, gooch m, rosenwasser r, jabbour p. Onyx embolization of carotid-cavernous fistulas and its impact on intraocular pressure and recurrence: a case series. Neurological surgery (2020). Volume 0, number 0. Doi:10.1093/ons/opaa308/5919185. Medtronic literature review found reported of patient complications associated with carotid-cavernous fistula (ccf) patients who underwent onyx embolization and pre- and postoperative iop measurement at a single institution.   The purpose of this article was to present institutional data with ccfs treated with embolization and discuss endovascular routes, recurrence rates, and dynamic intraocular pressure (iop) changes. The authors reviewed 42 cases of patients treated for ccf, 41 of them using onyx. Of the 42 patients, the average age was 63.4 years, 24 were female and 18 were male. New symptoms immediately after embolization included cranial neuropathies in 31% (13), but these were transient in the vast majority of patients (almost 77%, n = 10). The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: cranial nerve palsy (incl. Diplopia), proptosis, chemosis, decreased visual acuity, headaches.